Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following the implant procedure with this emblem electrode insertion tool and electrode, a subxiphoid fascial defect with free air in peritoneum was noted. It was reported the incision for the electrode was too inferior and closer to the peritoneal space. Cardiothoracic surgery was performed and the fascial defect was corrected by closure with suture in two layers. No additional adverse patient effects were reported.